Event description:
Apparent frostbite type of burn from cryo connector. The white plastic connector of cryoprobe was found to be very cold when not in use during surgery. There were 2 unfolded towels between the connector and the pt's thigh, w/towels over it, and moist lap sponges were over them. The temperature reading on probe was 10 degrees celsius. Affected area was 6x3 cm, w/whitened center and medium red edges, changed to dark red in center and lighter red after 5 minutes and applying warm saline. Cryoprobe machine is atricure frigionics ccs200, serial (B)(4). Articure cryoice 10cm ablation probe lot #43047. Cryo probe last used prior to event at 1230. Machine was switched to defrost on position on system ii orange side immediately after that use. Cryo probe will be saved and packaging. We noted that after the probe was uncovered the temperature of it went up to 15 degrees celsius.